Event description:
It was reported the patient had a poor appetite that got worse ever since she had spinal cord stimulation (scs) surgery. The patient weighed (B)(6) previously and had lost approximately 40 pounds "around that same time". It was not stated when the scs surgery occurred, however the patient had a scs device implanted (B)(6) 2012. (Refer to manufacturer report# 3007566237-2012-01719 for scs device). The patient also had a surgery on (B)(6) 2012 for a torn rotator cuff. Approximately 2-2.5 weeks prior to the end of (B)(6) 2012, the patient began experiencing an increase in urination and had diarrhea. The patient saw her physician approximately a week after the symptoms began and had blood requested at the time. The results were not provided. The patient had her scs removed on (B)(6) 2012 and following the removal, the patient could not empty her bladder. The patient did not think the interstim device was working. Following the removal surgery, the patient had to have a catheter. The patient couldn't feel stimulation "despite it being turned up". The device was at 0.0 v. The patient felt stimulation at 2.5 v, and then turned the device off. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: v868869, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).